Event description:
It was reported to teleflex medical that during a spinal procedure, the surgeon was operating on a patient to remove a colorado instrumentation so that a new system could be implemented. After removing some of the instrumentation, the upper end caused a problem as the removal kit would not grip the heads in order to remove the colorado screws. The other screws lower down were removed successfully as the screws were already loose and did not need the same grip as the screws in the upper end of the construct.

Manufacturer narrative:
Teleflex medical is attempting to retrieve the product for evaluation. The DHR evaluation for this lot numer is also in progress and will be provided along with the follow up. DHR evaluation will also provide the manufacturing date.